Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-07408, 3006705815-2023-07410. It was reported that the patient was not receiving adequate therapy from their system. Additionally, the ipg was unable to communicate with external devices, deeming the ipg inoperable. In turn, surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
The reported event of failed lead electrodes was not confirmed. The lead was received cut and incomplete with only the stimulation end lead segment (30.2cm) being returned. The terminal end lead segment was missing. The lead was returned cut as a result of the explant procedure. Full functional test could not be performed due to being incomplete. Microscopic inspection of the lead segment did not identify any fractures. Manufacturing investigation: DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria for each level build. Based on the DHR review performed, there is no indication there is an escape from manufacturing and therefore the complaint cannot be confirmed to be an arecibo neuromodulation manufacturing related event.